Manufacturer narrative:
The thermogard console (sn (B)(4)) was returned to zoll on 12 aug 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed tcmid:04 (ce response timeout) error message on the display panel screen when the user powered on the console to download the patient data. The console was rebooted multiple times and was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(6) displayed tcmid:04 (ce response timeout) error message was confirmed during event log review but not during functional test. The possible root cause for the tcmid:04 error message could be due to defective lm-34 temperature probe or pic-16. However, no such device malfunction was observed during the testing and the console function as intended. No physical damage was observed on the console during visual inspection. During event log review, tcmid:04 error code was recorded, thus confirming the reported complaint. Initial functional testing on the console passed without any error or fault.